Manufacturer narrative:
This event was initially assessed as reportable however additional information clarified that this device did not present any malfunction and was explanted due to physician discretion and as such this event would no longer be considered reportable.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, this pacemaker was explanted and replaced. This product has not been returned. No additional adverse patient effects were reported. Additional information was received clarifying that this device did not present evidence of premature battery depletion (pbd) but was electively explanted due to physician discretion. This product has not been returned. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, this pacemaker was explanted and replaced. This product has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.